Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for an evaluation, the root cause of the reported event could not be determined. However, the reported event likely occurred due the following: 1. Poor connection between device td-tb400 and device tb-0535fcs. 2. Poor connection between device td-tb400 and device usg-400. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.¿ ¿be sure to fully insert the transducer plug into the usg-400. Otherwise, an unsecure connection may result in unexpected disconnection of the transducer plug, resulting in no output which could lead to potential bleeding.¿ this supplemental report includes a correction to d8 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The procedure started and ended laparoscopically with a 1-hour delay noted with the patient under general anesthesia. It was further clarified that the device just stopped delivering energy. There were no broken pieces. The patient was reportedly stable after surgery.

Manufacturer narrative:
This report is being supplemented to provide the additional information received as reflected on b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus company representative reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s stopped functioning during a therapeutic hysterectomy. The surgeon took it out of the cavity, and it was observed that the upper jaw of the device was completely broken. The procedure took longer than expected because the doctor had to use a different device. The procedure was completed through an open surgery. There was reportedly no harm or user injury reported due to the event. Additional information is being requested to clarify if the surgeon had started with a laparoscopic or open surgery.

Manufacturer narrative:
The suspect device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.